Event description:
According to available information, this device required replacement due to a tubing break. The original reservoir was left in the patient. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. A separation was noted on the shorter exhaust tube of the pump. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto itself and abraded. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the separation in the longer exhaust tube of the pump indicated that the exhaust tube had creased and folded onto itself while in-vivo. This creasing fatigued the material over an extended period of time and resulted in the eventual separation and leakage. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.